Event description:
Pt revised due to osteolysis that caused loosening of femur and polywear of liner.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening and polyethylene wear based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.